Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to start up. Upon troubleshooting, the philips remote service engineer (rse) check the system remotely and found that the host pc drive was not powering on. After discussing the issue with the user and being unable to download remote errors from the camera, the rse determined that the problem was related to the host computer or the application installed on it, and that the camera was not operational. The philips field service engineer (fse) went onsite and found that the camera would not start and was stuck on the startup progress bar, confirming a problem with the application. To resolve the issue, fse reinstalled the firmware and restored the camera settings. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.